Manufacturer narrative:
. Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and the reported alarms was isolated to an open front pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt (B)(4) and notified zoll that a patient was receiving check therapy pad messages.